Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient fell on the battery site and now the battery site was causing pain. The rep reported that the patient and physician were worried about the integrity of the battery due to patient comments at her therapy had changed. The rep reported that the patient said the therapy wasn¿t the same after the fall and the pocket site was very sore. The rep reported that impedances were checked before the pocket revision and during the procedure to ensure all electrodes were working properly. The rep reported that no electrodes were out of range. The rep reported that the physician had scheduled a pocket revision and decided to replace the battery. The rep reported that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies and that it was functionally okay. If information is provided in the future, a supplemental report will be issued.